Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 23.8cm from the strain relief. There was blood and contrast present in the hub, inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was tightly folded. The device also had tip damage. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a complex in stent restenosed (isr) circumflex (cx). A 3.50mm x 30.00mm agent dcb balloon was selected for treatment, but while crossing the distal complex isr lesion, the mid catheter broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a complex in stent restenosed (isr) circumflex (cx). A 3.50mm x 30.00mm agent dcb balloon was selected for treatment, but while crossing the distal complex isr lesion, the mid catheter broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.